Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, on (B)(6) 2012, could not be accessed to allow for administration of scheduled clinical trial. On (B)(6) 2012, the pt had surgery to replace the sys. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.